Manufacturer narrative:
Device has not yet been evaluated by manufacturer. A follow-up report will be issued as necessary based upon investigation results.

Event description:
It was reported that the unit overheated. No pt involvement or adverse consequences were reported.